Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clamping the blood vessels of appendix arteries during a laparoscopic appendectomy, the ligation clip automatically closed and it could not be used. A new device was used. There was no patient injury.